Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that the ins was replaced (B)(6), the patient confirmed this was due to regular battery depletion. The patient stated that when she got the implant, she received a new patient programmer (pp) even though her other pp was just fine. The patient reported that when she went in for her 1-week follow-up appointment after replacement, her doctor had in his system, that the patient was supposed to be on p3 because that's what the manufacturer representative (rep) programmed it on, but her pp read p1 and asked why. The patient could not confirm if the healthcare provider (hcp) had the patient¿s program information on the clinician programmer, or if information was from another source. Patient services recommended the patient follow-up with their hcp to potentially get in touch with the rep. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they received a call from the patient the day before. The rep could not physically see the patient programmer (pp) but did walk the patient through how to connect her patient programmer to her battery. The patient confirmed she was on program 3. The rep stated that they were unsure of what program the patient left on, the day of her replacement. The rep stated they were also unsure why the patient thought she was on program 1. The rep stated that the patient seemed satisfied with the conversation they had and the clarification the rep offered walking her through how to read her remote. The rep noted that they were not present for the patient¿s appointment with their physician.